Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with scratched lcd window. The insulin pump was received with missing end cap sticker. The insulin pump also had a cracked battery tube threads. The insulin pump failed to vibrate during the self-test due to broken black vibrator motor wire. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.